Event description:
It was reported that surgical intervention was undertaken. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 used to capture the surgical intervention.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a gradual increase in shock impedance measurements eventually resulting in high out of range measurements greater than 125 ohms. Boston scientific technical services (ts) discussed troubleshooting options. The local field representative planned to discuss with the physician. Available information indicates this product remains implanted and in service. No adverse patient effects were reported.